Event description:
The customer reported the ventilator alarmed with blower temperature high message. The customer reported that the unit was in use on pt, but there was no pt harm.

Manufacturer narrative:
(B)(4).